Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The anvil became stuck during insertion. Several attempts were made to advance the anvil. On the final attempt, the anvil came apart. The surgeon and anesthesiologist were able to retrieve all of the components of the anvil from the patient. No known impact or consequence to patient.